Manufacturer narrative:
Only the device was returned in the blister tray. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device the plunger has been retracted to mid-nozzle. No damage was observed to the device. The lens was not returned. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. . Viscoelastic was not provided. It is unknown if the qualified product was used. There was no damage observed to the device or the plunger. The root cause of the complaint of ¿the injector was stiff¿ cannot be determined. There appears to be an adequate amount of viscoelastic in the device. (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was considered faulty. In a follow up, it was reported that there was stiffness in the injector. There was no patient harm. Additional information was requested.